Event description:
Received info stating that due to a ventilator malfunction pt was removed from the ventilator without any change in therapy. The customer reported to have rebooted the device and could not duplicate the reported failure.